Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery change. The reporter did not know the blood glucose reading. The caller noted that the buttons did not work properly. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly and no button error alarm was noted. However moisture damage was noted on the keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.